Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The caller reported that he patient's programmer was showing the ins in the box screen. The caller reported that this issue began last night and appeared as the patient was attempting to turn the ins off at night as they usually did. The patient was directed to their healthcare provider to reprogram the ins. No patient symptoms were reported. No further patient complications have been reported as a result of this event.